Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2006 - pt underwent repair of right inguinal hernia with a kugel patch. On 02/01/2006 - pt states he awoke one day postoperative with pain starting at the incision and radiating down into his right testicle. His incision and general surgical area look pristine. Pt was admitted and underwent diagnostic laparoscopy with laparoscopic lysis of adhesions followed by exploration of the groin with neurolysis of the ileal inguinal nerves. Reportedly, the mesh was seen and was intact, there were no adhesions present in the area. Adhesions were noted predominantly involving omentum at the pt's prior appendectomy scar in the rlq. The postoperative diagnosis was probable neuralgia. On (B)(6) 2006 - (B)(6) 2006 - three office visits, pt is healing nicely, treatment is continued for his groin pain and also for his back problems with pain clinic, he continues to improve and states his pain is minimal. On (B)(6) 2007 - pt stopped into his physician's office inquiring about what kind of mesh was implanted. Physician informed him that it was a kugel patch and if it had been recalled he would have been notified. Pt complaint of pain, the physician offered him and appointment with the pain clinic and the pt refused.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the reported event. While it appears the pain the pt experienced was associated with adhesions formed at the site of an unrelated prior surgical procedure, adhesions is known possible adverse reaction listed in the IFU. There was no lot number included in the medical records provided; therefore, a review of the mfg records could not be conducted. Additionally, the medical records indicate that the mesh remains implanted. With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.